Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer states had experienced multiple unexpected restart alarms after battery change. The customer also states gets low battery and then she changes battery and then gets unexpected restart alarm and battery out limit. Troubleshooting was performed for error alarm and noticed alarm recurring after a battery change. The customer was advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.